Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). This report was not confirmed. The lot number is unknown; therefore, a batch review was not performed. Based on the information gathered during baxter?s investigation, the root cause of this report was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error (se) 2240 alarm that occurred on the home choice (hc) machine during dwell. The technical service representative (tsr) assisted the hp to cycle power to clear the alarm. The tsr advised the hp to disconnect and inform the nurse of the event. The hp confirmed to complete therapy with new supplies. The tsr reviewed proper procedures per the user manual with the hp. On (B)(4) 2011, product surveillance spoke with the hp's peritoneal dialysis nurse (pd rn) who stated that the hp just started using the new luer lock solution bags so not sure what caused the alarm. The pd rn stated the hp hasn't had any problems since this event. The pd rn reported no patient injury or medical intervention.